Event description:
It was reported the physician found foreign material inside the arrow raulerson syringe when the physician withdrew the spring wire guide from the syringe. The issue was detected prior to patient use. No patient involvement with the device was reported.

Manufacturer narrative:
Qn#(B)(4). The customer report of a foreign material observed was confirmed by investigation of the returned sample. The customer supplied photos and video confirmed that there were foreign particulates coming from inside the arrow raulerson syringe (ars) valve. The customer returned an opened cvc kit including an introducer needle, guide wire assembly, and an ars for evaluation. Visual inspection revealed that there were no signs of use observed. Further visual analysis of the needle and the guide wire assembly revealed foreign particulate inside the needle hub and straightener tube, respectively. Further analysis revealed that there was a hole in the internal valve of the ars. Microscopic examination confirmed the foreign material inside the needle hub and straightener tube. A device history record review was performed, and no relevant findings were identified. Based on the appearance of the substance and the small quantity present within the components, a positive confirmation of the material could not be made. Additionally, it cannot be confirmed when the particulate was introduced into the kit. Based on the sample received, comments from r & d, and the complaint investig ation, the potential root cause cannot be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician found foreign material inside the arrow raulerson syringe when the physician withdrew the spring wire guide from the syringe. The issue was detected prior to patient use. No patient involvement with the device was reported.